Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 1999 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic hysterectomy and with left salpingo-oophorectomy; due to fibroid uterus, dysfunctional uterine bleeding and sui. It was reported that the patient had a mesh revision in (B)(6) 2005. It was reported that the patient had a mesh revision in (B)(6) 2011. It was reported that following insertion the patient experienced infection, urinary/bowel problems, bleeding, and dyspareunia. (B)(4).